Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the device had been used and the pouch was not returned. The shaft had been broken at the distal end of the plunger underneath the metal ring. The device's functionality could not be tested due to the condition it was returned in. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of broken shaft that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic oophorectomy after placing an ovarian lesion in the retrieval device, when being pulled to close, the pouch tore. Another device was used to resolve the issue. There was no patient harm.